Event description:
It was reported that prior to a percutaneous coronary interventional (pci) procedure, contamination of the rotalink plus was noted. Upon attempting to load the rotalink plus over the rotawire, lint was noted at the contact part between the rotalink plus and the rotawire. It was confirmed that there was no issue with the rotawire. The procedure was completed with another of the same rotalink plus and the same rotawire. The rotalink plus had no contact with the pt.

Manufacturer narrative:
(B)(4).